Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer states, the etco2 module is pushed in. No patient involvement.